Event description:
It was reported that stent thrombosis occurred. A 24mmx2.50mm promus premier¿ stent was advanced and implanted in the target lesion. However, it was noted that there was a subacute thrombosis in the stent. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Upn corrected from h7493925124250 to h7493925132250. Model number corrected from 39251-2425 to 39251-3225. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07240. It was further reported that in (B)(6) 2014, percutaneous coronary intervention (pci) was performed. The 90% stenosed, de novo, 64mm in length and 2.75-3.0mm target lesion was located in the proximal right coronary artery (rca) to distal rca. Predilation of the lesion was not performed. A 32mm x 2.50mm promus premier¿ stent was implanted at the proximal rca and a 32mm x 2.25mm promus premier¿ stent was deployed at the distal rca. Post dilation was done and it was confirmed via intravascular ultrasound (ivus) that residual stenosis was 0%. The patient was then discharged from the facility. In (B)(6) 2014, the patient developed st elevation myocardial infarction (stemi). Ivus revealed a stent thrombosis in the rca with 100% occlusion. Thrombectomy was performed and a 3.5x18 and a 3.5x24 non bsc stents were implanted in the rca. Residual stenosis was 0%. The physician thought that clopidogrel was not effective to the patient so the antiplatelet medication was changed to prasugrel. No further patient complications were reported and the patient's status was stable.